Event description:
Report received from (B)(6) stating that the cutter could not be inserted. It is unknown that the event did not occur during surgery. However it is unknown if there was pt or user injury, surgical delay or medical intervention reported related to this occurrence. No additional info is available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).